Event description:
As reported by the field clinical specialist, approximately 5 years and 8 months post implant of a 23mm sapien 3 valve in aortic position, the patient had moderate aortic valve gradient and aortic insufficiency. The patient was inpatient with hypotension at the time of reporting and waiting further evaluation and CT. Two days later, the valve was explanted and replaced with a 23mm magna ease surgical valve.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings corrected h6- investigation conclusions the device was not returned for evaluation. The complaint for valve degeneration/deterioration was confirmed based on the medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. While edwards durability testing of sapien 3 valves meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirement, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years (implant date: (B)(6) 2016). There is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is completed, no further action is needed. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve deterioration (svd) and device degeneration are listed as known potential risk associated with the device. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, "approximately 5 years and 8 months post implantation of a 23mm sapien 3 valve in aortic position, the patient had moderate aortic valve gradient and aortic insufficiency. Per medical records received, the valve developed increased gradients across the bioprosthetic aortic valve of peak gradient of 120mmhg and mean gradient of 70mmhg". Furthermore, "the valve was explanted and replaced with a 23mm magna ease surgical valve". Per the medical history, "possible valve thrombosis vs destructed valve leaflets". Per medical record review, patient had diabetes mellitus (dm ii). Diabetes mellitus is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. As such available information suggests patient factor (diabetes mellitus, thrombosis) may have contributed to the reported complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.